Event description:
As reported by the edwards field clinical specialist, during a transcaval tavr procedure the 26mm valve embolized into the aorta from what appeared to be loss of pacing capture while delivering the valve. Per report, during a planned transcaval case the 26mm transcatheter heart valve was prepped in normal fashion. Pacing had been verified upon insertion of the pacing wire. No septal bulge was noted during the pre-procedure transesophageal echocardiogram [tee]. During deployment it appeared that pacing capture was lost once the retroflex 3 delivery system balloon was fully inflated. The balloon and valve both moved abruptly into the ascending aorta. While on the balloon the valve was moved just proximal to the left subclavian. A 5x35mm z-stent was placed inside the 26mm sapien valve and deployed to hold the valve in place. A medtronic reliant balloon was used to inflate the z-stent following the initial deployment to ensure it was fully expanded. When the valve moved aortic a second valve was prepped at the request of physician, however, the physician decided not to implant the second valve at this time. The transcaval path was closed using an 8mm ventricular septal defect occluder device. Per a recent update received from the treating physician the patient is stable and doing well. The pre-deployment position for the valve was 50:50 aortic. The native valve/leaflet, aortic root, and mitral annular calcification was not provided in the medical records received. There was no ventricular septal hypertrophy. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was appropriate; there was loss of pacing capture during valve deployment and ventilation was held. The sjt diameter was 23.5mm and sov diameter was 27.1mm. The patient¿s ejection fraction was 58%.

Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors [i.e. Loss of pacing capture during valve deployment] appears to have caused or contributed to the aortic embolization of the sapien valve. There is no evidence this event was a result of malfunction of the sapien valve or the retroflex 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.